Event description:
The patient was found unconscious and ambulance was sent for. He was taken to hospital and treated for hypoglycemia. Patient was released after blood glucose was stabilized.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hypoglycemia, loss of consciousness and hospital visit. Qualification records were reviewed and the product lot met all acceptance criteria.